Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp). The device was explanted and a tactra malleable penile prosthesis device was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to it was not working, not pumping. The doctor thinks pump was malfunctioning. The implant date of the explanted device is (B)(6) 2012. There were no adverse patient effects in relation to this event.